Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that after setting up the product in the extracorporeal circulator, the customer installed the water system from the hemotherm heat exchanger into the oxygenator membrane. Approximately ten minutes later, the customer discovered that the colorless water flowed at the position below the oxygenator membrane with a flow rate of 10 drops/1 minute. After mixing with the patient's blood, the water flow immediately turned light red and no further abnormalities were detected around the oxygenator membrane. The customer continued to run the cec at higher flow rates, the faster the flow rate became 15-20 drops/minute, the darker the flow color became. To ensure the patient's life and absolute sterility, the customer decided to replace the device. There was no adverse patient effect associated with this event. The customer did not observe any other water leaks at the water inlet or water outlet connection ports. Medtronic received additional information that there was no damage observed to the device. The customer only observe blood leaking from the bottom of the device. No transfusion was required.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.